Event description:
Meter would not power on. The last time patient tested on meter was 2 months ago. On the day of the event, the patient was experiencing symptoms of thirst and frequent urination. Patient took their oral medication and then went to the hospital. No tests were taken at the hospital, but patient was treated with insulin. The batter was in good condition and less than 1 year old. The battery contacts were in good condition. Based on the information provided, there is evidence of a meter malfunction, however, there is no evidence of the meter contributing to a serious injury. A replacement meter has been sent.